Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Reason for device explant and/or reoperation: capsular contracture, autoimmune reaction, deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5062082) that a female patient of unknown age who underwent breast prostheses implantation with mentor smooth saline implants for unknown indication in (B)(6) 1999 experienced the following: capsular contracture baker grade unknown, also the patient reported rheumatoid arthritis, depression, heat strokes, thyroid disorder, polyarthritis, rls, rashes, pain and numbness in left arm and right hand, vertigo, loss of balance, dizziness, cognitive dysfunction, fatigue, memory loss, hair loss, deep chest wall pain, nodules in lungs, sleep apnea, adrenal, severe insomnia, anxiety attacks, slow to heal, headaches, back problems, neck pain, joint issues, and more. The patient underwent breast implant removal on (B)(6) 2016. Per patient mold was found on left implant. The valves were ¿defective¿ and the implants were ¿leaking¿. After explantation the patient re-posted improving of her symptoms. No additional case details were provided. No patient name or contact information is available at this time, therefore no follow up can be completed. The devices were not returned, therefore no investigation could be completed. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases. This medwatch is for the right breast implant.